Event description:
It was reported that the customer was hospitalized due to high blood glucose of 265mg/dl. The customer's most recent glucose reading was 306mg/dl, and she was treated with the insulin pump. It was stated that the customer had an infection, which may contributed to her high glucose level. Troubleshooting was performed. The time, date, settings, and programming were correct. Ran a fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives. The caller also mentioned that insulin was squiring out during priming in the past. The mother did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product had been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.